Event description:
Thermachoice balloon being used by dr d.j.brown. Machine displayed error message 6406, stopped cycle 3 mins after started. Catheter balloon changed. Procedure restarted. Second error message 6406 received calls made to co sales rep, and tech service.